Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix disengaged from helical channel, and blood/body fluid was present on the helix mechanism and the distal conductor; full lead was returned and analyzed. (B)(4): outer insulation breached depression, with blood/body fluid was present on the helix mechanism; full lead was returned and analyzed.

Event description:
It was reported, during the implant procedure, the left ventricular lead was unsuccessfully attempted, due to fixation difficulty; the helix would not extend upon placement in the left ventricle. Consequently, this lead was withdrawn. A same brand lead was selected and implanted uneventfully. No patient complication have been reported as a result of this event.